Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the context was a hemodialysis catheter was inserted with success in the patient. The test of the catheter was ok. Patient had the hemodialysis. Machine stated that the catheter had an issue. When patient came back from hemodialysis, it was observed the catheter was kinked." This doctor reported that a similar issue had already happened 2 or 3 other times with this reference. Associated MDR number: 9680794-2024-01219.

Event description:
It was reported "the context was a hemodialysis catheter was inserted with success in the patient. The test of the catheter was ok. Patient had the hemodialysis. Machine stated that the catheter had an issue. When patient came back from hemodialysis, it was observed the catheter was kinked." This doctor reported that a similar issue had already happened 2 or 3 other times with this reference. Associated MDR number: 9680794-2024-01219.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.